Event description:
It was reported that on an unknown date, a MitraClip procedure was performed to treat mitral regurgitation (MR) with an unknown grade. A perforation of the anterior leaflet and tear of the posterior leaflet were noted and are associated with a partial detachment of the MitraClip.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.